Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door required maintenance and unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door required maintenance and unable to recover. A field service engineer cleaned and tightened the latch connections, applied carbon grease to the latch contacts, recovered storage space, tested in diagnostics and resolved the issue. The customer tested functionality through normal operation. The system functioned as intended after the field service engineer repaired the device.